Manufacturer narrative:
The device was discarded. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant. During the implant procedure, the patient suffered a dissection of the coronary vein. This lead to a second surgical procedure in which all implanted leads were capped or explanted from the patient and two new epicardial leads were implanted. This rv lead was removed during the surgery and the patient received a new system after the event. No additional adverse patient effects were reported.